Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, discontinued) for peritonitis. On an unknown date, pd therapy was discontinued. Fourteen days after hospital admission, the pd catheter was removed, and the patient was transferred to hemodialysis. It was reported that the patient was recovering from the peritonitis and abdominal pain. No additional information is available.